Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) on the continuous glucose monitor (specific bg value was not provided). Customer changed out the infusion set supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.